Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced an unknown blood glucose over 250 mg/dl with unspecified ketones associated with an inaccurate delivery issue. Reportedly, the patient was hospitalized with diabetic ketoacidosis. Troubleshooting was unable to be completed at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.